Event description:
A surgeon reports that a pt experienced a post-operative refraction (diopters) after cataract surgery and intraocular lens (iol) implant. Visual acuity is 20/80.

Event description:
Additional info provided by the reporting surgeon indicates that surgeon suspects that the reason for the pt's unexpected postoperative refraction may be associated with the lens not unfolding completely. The lens remains implanted.